Manufacturer narrative:
The initial MDR 2432235-2016-00039 was filed on february 04, 2016. Additional information (02/05/2016): the customer did not request for service to be dispatched. The customer stated that they were running tni-ultra samples in duplicate and additional discordant results would have been detected. There were no additional discordant results. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample when run in duplicate on an advia centaur xp instrument. The first replicate for the sample resulted higher, while the second replicate was lower. The discordant result was not reported to the physician(s). The sample was repeated in duplicate on the same instrument, resulting lower. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.